Event description:
It was reported that the iqvia arrived at the arctic sun device and when powered the device on there was no display from the touchscreen. The device just beeps very loudly and screen was blank.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed I/o circuit card. The device was evaluated upon receipt. During evaluated it was found that the I/o circuit card had failed. The I/o circuit card was replaced. A 2000 hour preventative maintenance was performed. This included servicing the circulation and mixing pump as well as replacing the heater, chiller evaporator outlet tubing, double bend tube, and manifold o-rings. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested and passed. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.